Manufacturer narrative:
H6) visual and microscopic evaluation of the suspect turbo-elite device found that the band was cleanly separated from the tip of the catheter. There were no splits or cracks on the band. Cause of event cannot be determined with the information available.

Manufacturer narrative:
Patient weight is unavailable from the site. Device has not yet been evaluated by the manufacturer.

Event description:
A philips representative reported that during a peripheral atherectomy procedure to treat a chronic total occlusion in the superficial femoral artery (sfa) a spectranetics turbo-elite atherectomy catheter 420-159 was utilized. The physician performed 2 passes with the catheter. The vessel was not calcified or tortuous during use in the patient the turbo-elite marker band came off. The physician retrieved it with a 3 x 20 balloon. The procedure was successfully completed with the balloon. No adverse effect to the patient outcome.